Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the compressor was noisy. Additional malfunctions include the zip ties for the product tank and heat exchanger were replaced.